Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure there was poor response from the footswitch. The surgery was completed with the same system and footswitch with no harm to the pt. It was noted that the service tech found the footswitch cable to be broken.